Event description:
It was reported that the system failed to display an image and had poor image quality. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the display adaptor was replaced during the service call. The system was tested, found to be working as intended, and put back into service.